Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak in connection with a unicel dxc 600 synchron clinical system. The tubing on reagent probe b collar wash was not connected properly, and residual fluid leak down into the reagent carousel which compromised several reagents and caused erratic quality control (qc) results. No erroneous patient results were generated. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
The field service engineer (fse) resolved the issue by connecting the tubing properly, cleaning out the reagent carousel, and replacing affected reagents. (B)(4).